Event description:
Customer alleges the pump is not delivering the dose accurately. Pump was set to continuously feed three sets of formula and stopped after one. No pt info was provided.

Manufacturer narrative:
The pump and set have not been returned. A f/u report will be issued if more info becomes available. A review of the DHR shows no nonconformances were issued during the manufacture of this pump.